Event description:
It was reported by the patient that they went to the ER (emergency room) and a doctor confirmed that the site was infected. There was no treatment provided for the infection. The patient describes the site as red welts that were painful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.